Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Correction: further review of the event prompted a change in the device analysis results. The change is reflected in this report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain at the implant site and requested that implantable cardiac monitor (icm) be removed. The icm was explanted. No further patient complications have been reported as a result of this event.